Event description:
Received a letter from an attorney alleging the customer was injured due to a malfunction in the power chair.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. Also, the device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.